Event description:
It was reported to medtronic minimed that the customer experienced a change sensor after the sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-7040a and mmt-7841zn. Troubleshooting was performed for the tester procedure for transmitter. The customer requested to run the test plug procedure. No damage reported to the transmitter. The led light did not blink when connected to the tester or when removed from the charger after 1 min. The transmitter failed the tester procedure. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. The customer discontinued the use of the device. Mmt-7841zn was requested and customer responded the device was returned.

Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Unit was able to charge properly. However, after removing the device from charger, the green led did not flash. After the test plug was installed, the led did not flash, the problem was isolated to electronic assembly. The unit failed to sync properly during rf/ble association, problem was isolated to electronic assembly. In conclusion, unable to perform the accuracy test due to unit not communicating with the accuracy tester. The customer complaint of unexpected alert was not confirmed. However the complaint of led, and communication anomaly was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.